Manufacturer narrative:
Section d6a: if implanted, give date: not applicable as healon product is not an implantable device. Section d6b: if explanted, give date: not applicable as healon product is not an implantable device. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a physician observed white debris being released from a new healon endocoat pro during use. The physician was able to remove the debris from the patient¿s eye. No further information was provided. The physician reported having observed a similar occurrence previously; however, that event was not reported at the time. This medical device report pertains specifically to the incident reported on may 12, 2026. A separate report will be submitted for the prior similar event experienced by the physician.